Event description:
It was reported that there was a haptic defect. The customer reported that the haptic detached itself from the lens, "very probably during folding" and that there was patient contact. The customer reported that they do not have more information other than what is provided. The customer confirmed that the lens was discarded. Through follow up it was learned that a new lens (same model/diopter) was used. There were no complications and the patient is doing well. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/ not provided, per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted and therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted